Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 211 mg/dl. Customer stated that while trying to give a bolus, the buttons did not work properly. The was also reported that the button error alarm could not be deleted and the pump was replaced.